Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that air was observed in the infusion line, however the pump had not alarmed for air in line. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, imdrf annex b, c and d codes.

Event description:
It was reported that air was observed in the infusion line, however the pump had not alarmed for air in line. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was observed in the infusion line, however the pump had not alarmed for air in line. There was patient involvement but no harm.